Event description:
It was reported that intermittent cartridge alarms (alarm 30) occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 60 mg/dl. Reportedly, the customer reverted to manual direct insulin injections to resume insulin therapy.